Event description:
Caller reported their pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support instructed caller on various troubleshooting steps, including ensuring the pump was not plugged in, pressing a button, and charging the pump, but the screen did not turn on. As a result, a replacement pump was issued since the caller's current pump was out of warranty. The caller received and set up the new pump to continue therapy, and the old pump eventually powered on, requiring no further assistance.